Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/24/2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. An ezbg bolus and an ezcarb bolus were manually calculated with bg below target rate per user setting. The returned pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. No alarms occured during testing. Product analysis was unable to duplicate the complaint. A test battery cap and the returned battery cap were used to complete the testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump would at times calculate too high a bolus amount when the patient's blood glucose was lower than the programmed target range. Reportedly, the patient could not recall the specific setting issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump was not available to be returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.